Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("both broken in half pucher") and neoplasm malignant ("cancer") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and neoplasm malignant (seriousness criterion medically significant). At the time of the report, the device breakage and neoplasm malignant outcome was unknown. The reporter considered device breakage and neoplasm malignant to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("both broken in half pucher") and neoplasm malignant ("cancer") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and neoplasm malignant (seriousness criterion medically significant). At the time of the report, the device breakage and neoplasm malignant outcome was unknown. The reporter considered device breakage and neoplasm malignant to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.